Event description:
The following was reported by the patient's attorney: on (B)(6) 2004: patient underwent a surgical procedure to repair two hernia defects. One hernia defect was repaired with parastomal patch and the second ventral incisional defect was repaired using composix kugel. On (B)(6) 2010: patient underwent removal of parastomal patch and composix kugel. After removal the patient began to express succus from the surgical wound. On (B)(6) 2012: patient underwent surgery which revealed side-by-side enterotomies in the small bowel with exposed mucosa. The attorney alleges the patient developed serious physical complications and injuries. The patient suffered from pain, scarring, cosmetic deformity, and permanent physical impairment.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the attorney report, it is unknown whether the device may have caused or contributed to the reported event. The attorney alleges the patient suffered from a bowel injury; however, no specific device or failure was alleged. Currently, medical records have not been provided; therefore, it is unknown as to which product was placed in which anatomical area and the method of fixation. Additionally, no sample was returned and product identifiers have not been provided. Without additional information, no conclusion can be drawn. Information related to the composix kugel mesh implanted on (B)(6) 2004 will be reported in accordance with rae-(B)(4).